Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31355400la and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced coarctation of the sinoatrial nodal (sn) vessel that required dilation. After the procedure there was no relief of bradycardia. The patient returned to the catheter room, a coronary angiography (cag) was performed and since the sn vessel was narrowed, dilation was performed using a micro catheter, resulting in restoration of a normal pulse. The patient improved. The patient required extended hospitalization. The symptoms of bradycardia improved on the day of the procedure. While investigating the cause of the bradycardia, cardiac amyloidosis was suspected. But the cardiac amyloidosis was not related to the ablation procedure. Therefore, the patient is scheduled to be transferred to kurume university hospital soon due to the treatment for the cardiac amyloidosis. The physician's opinion on the relationship between the event and the product was that the patient was affected during the superior vena cava (svc) posterior wall ablation. The physician does not feel the event was due to the ep product, but rather thought the cause was related to the procedure or the patient. No abnormalities were observed prior to or during use of the product. Procedural activated clotting time (act) was over 300 seconds.